Manufacturer narrative:
The investigation into the stroke/cva issue has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided, the root cause of the stroke/cva was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 65-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient suffered a cerebral hemorrhage during impella 5.5 support. Anticoagulation was discontinued in response to the condition. As the patient's hemodynamics had improved, the decision was subsequently made remove the pump. Per the doctor, as heparin had been utilized at the time of the noted condition, a causal relationship between pump support and the cerebral hemorrhage could not be ruled out.